Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/deli very test, excessive no delivery test and displacement test. No motor error alarms noted. However, an unexpected motor noise was noted during the rewind due to faulty motor. Unit received with cracked case at lcd window corners. Unit received with scratched lcd window. Unit received with missing end cap sticker.

Event description:
It was reported that customer received a motor error alarm during rewind. Insulin pump was not exposed to magnetic field; insulin pump passed displacement test; and drive support cap appeared normal. It was also reported that during rewind, insulin pump made a grinding noise. Customer's blood glucose was 170 mg/dl. Insulin pump will be replaced.